Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation. Part number reported is not being manufactured currently, however, another part number from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production. The samples were visually inspected and issue reported "connector disconnected during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect and determine a root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint states: "15mm connector came disconnected during use". It was reported there was no patient injury or consequence.

Event description:
Customer complaint states : "15mm connector came disconnected during use". It was reported there was no patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). Corrected data: brand name corrected to hudson et tube, hvt, 8.0. Catalog# corrected to 5-10316. The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the connector was not returned. The returned sample appears used as there is biological material present on the device. No defects or anomalies were observed. The connector is originally seated loosely in the tube and not seating the connector firmly into the tube before use can cause it to disconnect. Since the connector was not returned, it could not be determined if the connector was placed firmly into the tube or not. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector disconnected during use" could not be confirmed. However, further testing is ongoing in order to determine the root cause of this complaint issue. The connector was not returned with the et tube. A non-conformance has been opened to further investigate this complaint issue. Other remarks:.